Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and an alarm log review were performed. Visual inspection and functional testing revealed that the device had presented an f-94 alarm. The cause of the condition was determined to be due to a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.